Event description:
It was reported that an adverse event, possibly a "steroid response", involving a trabecular microbypass stent system occurred; however, further event details were not provided. Attempts to obtain specific details were unsuccessful; therefore, glaukos is submitting this report out of an abundance of caution. Additional information has been requested.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. An adverse event appears to have occurred, however specific event details were not provided. Based on the information received, a root cause of the reported adverse event could not be determined. Note: specific event details were not provided; therefore glaukos is submitting this report out of an abundance of caution. MFR# reference: (B)(4).